Manufacturer narrative:
We requested the device from the user facility. If and when we receive the device we will perform our investigation and file a follow-up report with FDA with the results of the investigation. The user facility report that was submitted to FDA lists the complaint device as a ureteral stent (product code fad). The lot numbers on the same report, however, correspond to ureteral catheters (product code gbl). For this reason, our report lists a ureteral catheter as the complaint device. Unsure of product return.

Event description:
The tip of the flexi-tip ureteral catheter broke off in the pt during the procedure. The tip was removed and there was no harm to the pt. The tip of the catheter was removed successfully with no harm to the pt.